Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was reported that the patient presented to the clinic with oversensing pauses on the implanted lead. Upon visual inspection by the physician, insulation damage was confirmed. Low pacing impedance was also observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.